Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse stated that he observed bubbles coming from the roller pump tubing from the mid standard solution on line 1. The fse confirmed that a change of the roller pump tubing resolved the issue for the customer. The customer had carried out their monthly maintenance of changing this tubing on the 5th jan 2014 as per user guide. The manufacturer reference number for this event is (B)(4).

Event description:
A customer in the united states reported the generation of erroneously high sodium (na) and chloride (cl) results on their au5400 analyser. These results were reported outside the lab but the results were corrected. At this time, there is no report of a change to patient treatment.